Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 09-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 500 mcg/ml at 200 mcg/day via an implanted pump for intractable spasticity. It was reported the 8781 catheter was replaced on (B)(6) 2021 and would not be returned as it was lost. It was further reported the old catheter 8781 was pulled back to the pump pocket, so it was no longer providing therapy. It was noted because of this, the catheter was replaced with an 8780. The patient was doing well. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a spinal CT was performed earlier, but the rep did not have a date that indicated the catheter was no longer working. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ it was reported the patient was recovering and therapy was working well. The patient¿s weight and medical history were asked and would not be made available.